Event description:
A report was received that the patient's ipg was placed into an uncomfortable position. The patient underwent a revision wherein the ipg was replaced with a new one. The patient was doing well postoperatively.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.